Manufacturer narrative:
A steris service technician arrived onsite to inspect the trufreeze console and found that the screw connected to the power supply was loose. As the screw was loose this allowed for the console's screen to be blank. The technician tightened the screw, tested the console, confirmed it to be operating properly, and returned the console to service. No additional issues have been reported.

Event description:
The user facility reported that pre-procedure their trufreeze console would power on with a blank screen. The procedure was postponed and rescheduled for a later date. No report of injury.